Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during an anterior cervical discectomy procedure, while engaging the vectra drill/screw guide into the vectra plate, the surgeon noticed that the spring locking system on the vectra plate was broken. Another 34mm vectra plate was used to complete the procedure. Procedure was completed successfully without any surgical delay. There were no patient consequences reported concomitant device reported: vectra drill/screw guide (part #: 03.613.001, lot #: unknown, quantity #: 1). This report is for one (1) ti vectra(tm) plate 2 level/34mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.613.134. Lot: 8986594. Manufacturing site: mezzovico. Release to warehouse date: may 21, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: returned items have been received not in original packaging. Information etched match to complaint system and device history record (DHR). The wishbone clip in one of the holes is visually damaged. No evidence of visual non-conformance manufacturing related. Dimensional inspection: the returned part was re-inspected for all the features relevant to the complaint condition. The relevant measurable features have been found conforming to manufacturing specifications. Drawing/specification review: the returned item has been manufactured and then released in may 2014 according drawing. The involved lot has been manufactured assembling the whisbone clips according the procedure which after assembling requires a functional check of the whisbone clip mounted in each plate holes. Summary: as per selected investigation flow, the investigations performed did not identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.